Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Rv lead impedance is greater than 3000 ohms. The threshold has increased to 7.5@1.0ms. This lead remains implanted.